Manufacturer narrative:
Unit passed self test and displacement test. During visual found electronic stack, motor and force sensor moisture damaged. (B)(4).

Event description:
The customer reported via phone call that a piece of the screen was missing and cracked on the screen. The customer¿s blood glucose level was 136 mg/dl at the time of incident. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.